Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed and the buttons did not respond. The blood glucose reading is 94 mg/dl. Customer removed old battery and inserted new battery. The insulin pump was frozen with no advancement of the time. Nothing further reported.